Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing the selection of mechanical ventilation. There was no report of patient injury.